Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 aux 5.2 was failed. A field service engineer (fse) confirmed that drawer 3.2 on the main unit was not opening upon login. Drawer 5.2 on the auxiliary railing was failing because the bearing cage had been removed, causing half the drawer to fall off the railing. The hh drawer aux 5.2 railing had failed mechanically, and the bracket with bearings was displaced. The fse replaced the entire hh drawer (5.1/5.2) and reconfigured the cubie pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failure occurred. The station was rebooted, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.